Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient presented with a heart rate in the 20 beats per minute range, and the device had no output, no telemetry, and no magnet response. It was noted that the patient had a normal transtelephonic check approximately one week prior. The device was explanted and replaced. No further patient complications have been reported as a result of this event.